Event description:
It was reported that the customer was unable to fill their reservoir. Customer's blood glucose level at the time 91mg/dl. The customer also mentioned blood glucose levels of 59mg/dl, 61mg/dl and 70mg/dl. Customer treated with glucose tablets. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.